Event description:
Questionable sterility of device; hair inside sterile product. Opened an add-a-foley kit and saw a brown hair right on top of the betadine package. Immediately removed from patient use and got a new one; not used on patient.